Event description:
The customer reported the fluoroscopic image was intermittently unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hv (high voltage) cable, interconnect cable and ccd camera were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.